Manufacturer narrative:
The device was not returned for evaluation. A DHR review was conducted on the reported complaint lot and no anomalies were found. The manufacturing process for this device includes checks for pull force per aql sampling plan. The recorded pull forces for the lot complained about were found to be consistent and within specification of < 1.0lbs. The root cause for the alleged issue is unknown. Quest medical will continue to monitor complaint trends for the alleged issue.

Event description:
A report was received regarding an alleged issue encountered during use of the stent tubes. The report states that the lots received are breaking. There were no reported patient complications resulting from the alleged issue.